Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that the quick set was leaking insulin from the lock area rather than the cannula tip. The patient's blood glucose level was unknown at the time of the call. No further information was provided about the issue.